Event description:
It was reported that the customer had repeated issues with her sensor. She received a lost sensor alarm. The customer's most recent blood glucose level was 169 mg/dl. She reported that the insulin pump was not communication with the transmitter. While troubleshooting she found two sensors kinked. The customer experienced pain with three out of the four sensors and the serters were defective. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.